Event description:
It was reported the system had an overload fault error message; which can cause the system to shut down resulting in a loss imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank and snubber board were replaced during the service call. The system was tested and found to be working as intended and put back into service.